Event description:
A report was received on 05 sep 2024 from the critical care nurse of a 74 year old female patient of unspecified pathology, who stated the patient experienced shortness of breath, hypotension, skin rash, and back pain during a continuous renal replacement therapy (crrt) treatment on (B)(6) 2024. Steroids (nos) and a high flow oxygen cannula were administered and symptoms resolved. Although requested, additional information about the event was not provided.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.